Event description:
The customer reported several issues. The first issue is that the graduation marks on the syringes are coming off way too easily and working in the anesthesia department this actually becomes a safety risk to the patients if the graduations are coming off and the doctors are giving more medication then needed especially working with kids. Second issue is that the plungers are super flimsy. And there is no suction in the syringes. Once again this goes back to patient safety. If the doctors cannot control the rate at which they are pushing the syringes they will give the patients more medication than needed. Third issue is that medication is actually leaking because the syringe is so loose. They work with pentenyl and other dangerous drugs so also a patient safety.